Event description:
Info received indicates the right intermediate siderail is not latching properly.

Manufacturer narrative:
The tech found the siderail magnet heatstake assembly was not secure. The tech secured the screws to the mount bracket to repair the bed.